Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 53 mg/dl at time of prong came off when changing battery. Customer declined troubleshooting for low blood glucose. Customer corrected low blood glucose by eating. Customer current blood glucose was 102 mg/dl. No further patient complication were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.